Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint that the screen blackout was not confirmed. The device was returned back to the customer unrepaired. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Event description:
The customer reported to olympus that during an arrival check for the hd 3cmos camera head, the screen blacked out. The intended procedure was a therapeutic abdominal surgery. The procedure was completed using a similar device. The patient was not under sedation and there were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the screen blackout could not be determined. Olympus will continue to monitor field performance for this device.